Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted. .

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed and the reported complaint was not confirmed by failure analysis. The instrument underwent external and internal visual inspections, no cutting issues detected. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The instrument blades opened and closed properly. The instrument passed the electrical continuity and energy delivery tests. The instrument passed the cut test. No cutting related issues were detected during the failure analysis. Additional unrelated observation(s): the instrument exhibited scratch marks on the brown laser marked section of the tube extension. As a result, the orange plastic beneath the laser marking was exposed. Tube extension scratch marks measured roughly 8.24mm x 0.8mm. There was not any material missing. Although the probable root cause for the reported issue cannot be determined based on the information provided and failure analysis results, the additional scratches or abrasions findings to the instrument tube extension are deemed cosmetic damage. The probable root cause is attributed to damage during use, which may result from inadvertent collisions with other instruments or an accidental drop of the instrument. Excessive contact with abrasive or hard surfaces during transport, reprocessing, or tip cover/installation/removal can also cause scratch marks.

Manufacturer narrative:
Correction(s): d4. Lot number: k12241017 0720. D4. Unique identifier (UDI #): (B)(4). H8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.